Manufacturer narrative:
Initial and final MDR (B)(4). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was bent on (B)(6) 2024. It was also reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and stated that the blood glucose (bg) levels were running high since saturday morning ((B)(6) 2024) and patient woke up on (B)(6) 2024 with again high blood glucose levels which were over 800mg/dl and lasted 2 days. The patient also had large number of ketones with symptoms such as fatigue, vomiting and dizziness and received treatment of insulin drip in hospital. No further information was available.